Event description:
A customer had a problem with the sal ejector. The customer reports "during an endoscopic procedure the blue tip from the saliva ejector dislodged from the tubing. The doctor spent 25 minutes trying to retrieve the blue tip before his attempt was successful".